Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a a-21 alarms on the insulin pump. The customer's blood glucose level was 185mg/dl. The customer stated that the alarm occured shortly after inserting a new battery. It was explained to the customer that the insulin pump experienced an unexpected restart. The customer was assisted on how to program time and date on the insulin pump. The patient was advised to monitor the insulin pump and call if issues recur.